Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a flexible ureteroscopy procedure in the kidney performed on (B)(6) 2015. Reportedly, the laser unit used was a 20w dornier with 2500j x 8hz settings. According to the complainant, during the procedure, the physician noted that laser fiber stopped functioning. No physical damage was noted to the device. The connector was in place and the fiber was not broken. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken within the connector.

Manufacturer narrative:
Exact patient age is unknown; however; the patient was reported to be over 18 years old. (B)(4) fiber broken within the connector. (B)(4). Investigation results: one flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 2.00mm and appeared used. Examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. There were no signs of damage, breaks, or fractures along the body of the laser fiber. The investigator was unable to examine the fiber face within the sub miniature-a (sma) connector because light was unable to travel to the fiber face. This indicated that the fiber was broken within the connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the distal end of the device was very weak. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.